Event description:
It was reported that, "compromised packaging, a hair was in the package. Implant did not make it to the surgical field, but was opened and then noticed the hair. We used a different stryker implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.